Manufacturer narrative:
Reporter returned one toothbrush head on (B)(6) 2016. Evaluation in progress.

Event description:
Brushheads have come off in mouth when brushing / there is a very small steel piece [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that three oral-b precision clean brushheads had come off in her mouth when brushing with an oral-b rechargeable toothbrush, version unknown. She stated that there was a very small steel piece, one of which she nearly swallowed. No symptoms developed.